Event description:
It was reported that when the patient presented in clinic with diaphragmatic stimulation, the device was found to be in backup vvi. The backup output settings were the cause of the diaphragmatic stimulation. A download successfully restored normal device function and the device remains implanted. The patient was in good condition following the event.